Manufacturer narrative:
Additional information: f10 device code (add 2017), h6 conclusion code (remove 4315, add 61). Additional information b5: initially the customer reported that the supply bag ¿on the line with the white clamp¿ was not connected correctly which caused the leak (no further information was provided). Additional information was received from the customer which confirmed that the connection was not properly tightened which caused the leak and indicated a use error occurred. H10: use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to make sure the solution bags are connected to the proper lines in the organizer. It also gives step by step instructions for connecting the solutions bags for therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak between the supply line of the homechoice cassette and the supply bag. This occurred during use of peritoneal dialysis therapy. Renal therapy services assisted the patient in getting the cassette out and starting over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.